Event description:
Problems using the dexcom g7 overpatch. One overpatch is packaged with each sensor and according to the IFU (instruction for use) aw-00080-902, rev 001 mt-00080-902, rev date 10/2022 "you must apply the overpatch to keep sensor on your body." Application of the overpatch is difficult in two forms: 1) removing the clear liners is very difficult without damaging the adhesive; 2) placing the overpatch in the back of the arm is a difficult task for an overweight patient with mobility issues. Called manufacturer to request additional overpatch on 05/13/2023 at 07:23 and was informed that they do not have any overpatch to replace defective ones. Additionally, the representative instructed me that the overpatch is optional in contradiction to the IFU (instruction for use) information stated above. In my opinion the design of this product is not ideal for older patient population. I informed the representative that I had to open two additional devices to obtain and successfully applied the overpatch. His instruction was to use the open devices without the overpatch; not consistent with the IFU (instruction for use) and to contact dexcom if I had problem with the device not staying on for the 10 days. Reference reports: mw5117616, mw5117617.